Manufacturer narrative:
G4: 09dec2020; b4: 04feb2021. An evaluation will be performed if the removed component is received, and an additional report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
The customer reported the ventilator would not power on while using the battery. There was no patient involvement. The customer found battery voltage at 12.24 and charging at rate of 0.00 to 0.01a but indicating 99% battery health. The customer determined it was likely the device may have been left unplugged for a week. The customer spoke with the remote service engineer (rse) who confirmed the problem was most likely the battery or the power management board. The customer ordered a replacement power management board and installed it to the ventilator. The customer performed recommended electrical safety inspection and internal battery test which both passed within specification. The device was determined ready for use.